Event description:
It was reported that the patient previously presented in clinic for follow up. Upon device interrogation, the right atrial lead was noted to have been dislodged. The patient presented on (B)(6) 2018 for lead revision procedure. The lead was explanted and replaced. The patient was stable post procedure.